Event description:
The following was reported to kci by (B)(6) nurse: on (B)(6) 2012, during a dressing change the pt's wound allegedly began to bleed. The nurse was not able to estimate the volume of blood loss. Ems was called and the pt was transported to the hosp where surgery to cauterize a vessel within the wound was performed. On (B)(6) 2012, the pt was discharged to home in good condition.

Manufacturer narrative:
On (B)(4) 2012, the unit passed quality control (qc) checks and met specs prior to pt placement on (B)(6) 2012. On (B)(6) 2012, after pt placement the unit passed qc checks and met specs. Device labeling, available in print and online, states: with or without using v.a.c therapy, certain pts are at high risk of bleeding complications. The following types of pts are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Pts who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, pts without adequate wound hemostasis, pts who have been administered anticoagulants or platelet aggregation inhibitors, pts who do not have adequate tissue coverage over vascular structures. If v.a.c therapy is prescribed for pts who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician.